Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The customer's allegation of a b30 communication error was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the event could not be determined. However, it is likely that communication abnormalities occurred because connections became unstable due to the adhesion of substances such as glue to the connector socket pin, and then b30 was displayed.   Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer.   Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and found a glue-like substance on the video connector pins causing the communication error and needed replacement. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that a b30 scope communication error was observed on the video system center. The issue was found during preparation for use. There is no known procedure information. There were no reports of patient harm.